Event description:
Patient with a history of group b rh negative (no weak d testing in history) tested group b rh positive (anti-d testing was 2+). Account repeated testing with the same lot of gel cards and now patient tested as group b rh negative. Account sent the sample to an arc reference lab who also reported that the sample was group b rh negative (no specifics provided). Account tests gel manually. No harm came to the patient.

Manufacturer narrative:
Retained testing and a batch record review were performed. Satisfactory results were observed. A complaint by lot review was performed. No trends were identified. (B)(4).